Event description:
It was reported that the physician was using an ets 45 stapler to resect part of the liver. The first use, they put it over the part of the liver to be resected, closed the jaws. The stapler would only fire half way. It was described that load only fired halfway across and the blade was sticking up out of the device. The staff reported that they could not get the blade back down or the jaw to close.